Event description:
On (B)(6), 2012 a vns patient reported that she is having an increase in seizures due to her battery nearing end of service. The patient's mother reported that with vns the patient went years with success and never saw the patient have a seizure. The physician really did not know what the relationship of the increase in seizures was to pre-vns baseline levels as the patient was (B)(6) but it appeared to be below pre-vns baseline levels as the patient's seizures were reported to be very bad prior to vns. The patient went for prophylactic battery replacement on (B)(6), 2012. The explanted generator was returned to the manufacturer for product analysis on (B)(4), 2012. Product analysis is still underway and has not yet been completed. Clinic notes dated (B)(6), 2012 were received by the manufacturer which reported that the patient's seizures continue to be uncontrolled. The patient's settings were reported to be output=2ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec. Clinic notes dated (B)(6), 2011 state that the patient has multiple breakthrough seizures despite having vns. A battery life calculation was performed with the programming history which showed a negative amount of time until the elective replacement indicator shows as yes.

Event description:
Additional information was received on (B)(4), 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis of the generator in the product analysis lab found that the elective replacement indicator (eri) flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The partially depleted battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The current automated final test shows that the device met electrical specification requirements for output back-up capacitors at the time of manufacture. With the exception of the eri parameter and the output back-up capacitor requirement, the device performed according to functional specifications of the current automated final test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
.